Event description:
During use of the device, prior to the onset of cardiopulmonary bypass, the user reported the blade guard bent when the device was removed from the pt. No other details regarding the nature of the event were reported. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.